Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed on the same day as enrollment. It was reported that a thromboembolism and death occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed one left atrial appendage (laa) lobe of cauliflower morphology with an ostium diameter of 18mm and length of 20mm. An laa closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 20mm. The patient was discharged home the same day post procedure on apixaban. Event summary: on (B)(6) 2023, the patient presented to the emergency department with right toe discoloration. The patient was on aspirin and clopidogrel at the time of the event. Angiographic imaging revealed an occlusion in the right anterior tibial artery, right peroneal artery, left posterior tibial artery, and left anterior tibial artery. An endarterectomy and angioplasty was performed for the left femoral and superficial femoral artery. Medication was given to treat the event. Left ilio femoral and superficial femoral artery endarterectomy with angioplasty was performed. On (B)(6) 2024, the patient died.